Event description:
It was reported the catheter was ruptured in vivo during the indwelling period and was removed at a later stage. The tubing was placed on (B)(6), a leak developed on (B)(6), and the catheter was removed and found to be damaged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause could not be determined. One 4 fr groshong nxt clearvue catheter was returned for evaluation. One photograph and and one video of the returned sample were also returned. Additionally, one photograph and one video of another 4 fr groshong nxt clearvue catheter were also returned for evaluation. An initial visual observation of the returned sample showed use residue within the catheter. A split could be seen near the 35 cm depth marker on the returned sample, as well as the returned photograph and video of this sample. A microscopic observation of this split revealed the outer edges of the damage were rough and mostly straight. The catheter was dissected for inspection, and the inner edges of the split were also observed to be rough. An additional superficial, longitudinal split was also observed on the inner wall of the catheter at one corner of the split. The fracture surface of the split appeared to have a mostly granular surface texture. These findings suggest the split may have been caused by instrument damage, suture damage, and/or material fatigue; however, the exact cause could not be determined. An initial visual observation of the photograph and video of the other catheter sample showed a circumferential split in this catheter between the 37 cm and 36 cm depth markers. While a split could be seen in the catheter tubing of the sample in the returned photograph and video, no details of the damage could be discerned, and there were no distinguishing features in the returned photograph and video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.